Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation because the mss was unable to contact the patient by phone. The patient told the csr she took too much insulin based on the lfs product reading; however, the alleged inaccurately high reading and related insulin dose were not provided. The patient indicated that the product issue started on the evening of (B) (6) 2010. She said she obtained a reading of 65 mg/dl. The patient said she had weakness and was incoherent at the same time as the product issue. The patient indicated that she received hcp treatment of glucose tabs or gel in the ER. No ER device readings were provided. The csr was unable to walk the patient through performing a control solution test since the patient did not have control solution. The patient's product was replaced. This complaint is reported because the patient alleges that she took insulin based on an inaccurately high reading on the lfs product and afterward became weak and incoherent. She claims she was treated in the ER with glucose tabs or gel.